Event description:
It was reported to st. Jude medical that the pacing lead impedance was >2000 ohms. Technical services recommended the lead be explanted and replaced and the device should be tested extensively as it may be possible that the device shocked into low impedance.